Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated hyperglycemia while using the ilet with cartridges and a teflon infusion set, with the caregiver noting insulin leakage into the cartridge chamber during multiple changes and frequent manual meal announcements and supply changes that affected automated dosing performance. Symptoms included elevated blood glucose up to 400 mg/dl without ketone testing, medical intervention, or acute complications. Outcomes included prolonged hyperglycemia above 180 mg/dl for most of the day and the need for troubleshooting and user education. Investigation included technical support review of device reports, guided walkthrough of the cartridge and infusion set change process, and follow-up coaching. Investigation of this case revealed that the cartridge was overfilled to 2 ml against the specified 1.8 ml capacity, which plausibly caused leakage, and that repeated false meal announcements and unnecessary set changes interfered with correction performance. It was concluded that user technique contributed to insulin leakage and suboptimal glycemic control, and that corrective actions included education on proper cartridge fill volume, appropriate change procedures, and provision of replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.